Event description:
A pt reported alleged inaccurate low results with a one touch profile meter. The pt's blood glucose results were 60 mg/dl (meter), 200+ mg/dl (lab) performed 10 mins apart with a difference of 66%. Pt did not experience any adverse events. No further info has been reported.